Event description:
(B)(6) 2021: patient presented to facility for a pre-operative pregnancy screening. Patient urine specimen was tested on the medline hcg urine cassette kit and a false positive result was obtained. The patient was tested many times and the same urine sample was used. (Unspecified how many times the patient was tested on lot hcg0122114). No confirmatory testing was performed, however, same urine specimen was tested on another lot of medline hcg urine cassette kit (lot hcg0092022) and a negative result was obtained. Patient is confident she is not pregnant as she is perimenopausal and her husband has been out of town for many months. Patient determined not to be pregnant per lot hcg0092022, confirmed by 2 nurses and ok'd by anesthesia. No adverse outcomes occurred. No treatment was provided or withheld based on the false "positive" results.

Manufacturer narrative:
Updates: a2: 51 years old. D9: device available for evaluation changed to "no". D10: vitamin d and vitamin b added. H3: device evaluated by manufacturer changed to "other - although requested, devices not returned". Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimens should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Pending device return. Results pending the completion of the investigation.

Event description:
The customer reported a false positive result x 4 (unknown how many patients were impacted) on the same lot of the medline hcg urine cassette. No information was provided as to how it was determined that the results were false. Although requested, no additional information has been provided. There was no adverse event.